Event description:
New information received suggested thresholds had improved at the last patient visit and left ventricular optimization was completed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient reported for follow up in clinic following a recent implant. Device interrogation in clinic showed increased left ventricular threshold and no capture for multiple vectors tested. It was determined that the left ventricular lead had dislodged. The device was reprogrammed. The patient left feeling well with no complaints and will return in the coming weeks for repeat chest x-ray and interrogation.